Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked retainer. Unit p-cap or test reservoir locked properly in place. The insulin pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a damage. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.